Event description:
It was reported that a motor stall occurred following an MRI. The MRI was for medical reasons not related to the pump or therapy. The pump status was checked 30 minutes post initial check and motor stall recovery was noted. No therapy issues or patient symptoms were reported. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).